Event description:
The pt was implanted with a vented elecric left ventricular assist davice (lad). It was reportedly by the cardiac procedures supervisor that the pt had been in the hosp for 6 weeks on pneumatic support using a stroke volume limiter (svl) and drive console, awaiting a heart transplant. The physician decided to exchange the pt's lvad, as the svl and drive consoel were no longer sufficiently supporting the pt. The lvad was exchanged and 2 days later the pt expired, due to a cascade reaction, blood component use wise.

Manufacturer narrative:
The device was returned to the MFR and is curreently being analyzed. No further info is available at this time.